Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that, ¿hmrs straight anch piece 11mm¿ was implanted with the pt on (B)(6) 2007. He fell over on (B)(6) 2012 and he was taken away in ambulance on (B)(6) 2012 because he had a severely painful condition. After that the breakage of the stem and the flange of the piece was noticed.